Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4) - the device was reportedly not stabilized adequately during thumb advancer/exchange sheath splitting causing the device to be pulled out from the vessel. The instructions for use states under the closure procedure section to maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The device was reportedly not stabilized adequately during thumb advancer/exchange sheath splitting causing the device to be pulled out from the vessel. The instructions for use states under the closure procedure section to maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, the device was not stabilized adequately causing the device to be pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.